Manufacturer narrative:
Device not yet returned. When additional information becomes available it will be provided on a supplemental report.

Event description:
During axsos df surgery, a piece of the drill sleeve stuck into a scrub nurse's hand. The broken piece was completely removed from the hand.

Event description:
During axsos df surgery, a piece of the drill sleeve stuck into a scrub nurse's hand. The broken piece was completely removed from the hand.

Manufacturer narrative:
The reported event that drill sleeve, locking 4.3mm, short was alleged of 'breakage during surgery' could not be confirmed, since the returned device is conforming to specifications, fully functional and presents no sharp edges whatsoever. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. The device inspection revealed the following: the product return for this product inquiry was received and analysed: 4 drill sleeves were returned, 3 of which have the lot number k0741ae. Those drill sleeves were inspected and none of them have any apparent broken part, or sharp edges. 2 drills of catalog# 705043 were also shipped back. None of the two drills is broken, but one of them shows significant signs of wear, as circular traces deforming the material can be noticed all over the length. Both the drills can go through all 4 drill sleeves without any problems. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.